Event description:
Reported events of band erosion and infection from journal article: "intra-gastric band erosion from an un-inflated lap-band: a case report", l.d. George angus, et al (2008) obes surg 18:1636-1639 springer science. In this case, a man had a lap-band implanted in ... At his one-mo f/u, he was doing well but his band was not inflated. "He subsequently moved out of state and was lost to f/u, and the lap-band was never inflated." On ... He presented to the emergency department with right upper quadrant pain times two days. Drainage at the port site proved to be infection and intra-gastric band erosion was confirmed during open cholecystectomy performed for gangrenous gallbladder. Upon f/u physician stated, "... It would be premature to blame device as the main factor. I suspected placement site of buckle may have been the problem."

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, complete implant date and explant date. The info has not yet been rec'd by allergan. The connector type has been identified as taper ii because the vanguard device is equipped solely with the taper ii. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. Erosion, infection and abdominal pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining probable cause for these events. Device labeling: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." "There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience." "Re-operation for band erosions may result in gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases." "Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection."